Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for other chronic/ intract pain (trunk/ limbs). It was reported that patient stimulation pulsates more when he is laying down. No further patient symptoms or complications were reported in this event.